Event description:
It was reported that the pt had surgery to remove the right cylinder of a 14mm x 20cm spectra non-inflatable penile prosthesis. The left cylinder was removed in a previous procedure. An ams700 ipp device was then implanted. No further pt complications were reported.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.